Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post an external cardioversion for atrial flutter, three seconds of asystole was observed with this pacemaker and also increased right ventricular threshold measurements were noted. The caller was unable to obtain impedances measurements at first, however this issue resolved.